Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by a philips remote service engineer, it was observed that the device's external flow sensor failed alarm. The flow sensor needs to be replaced to resolve the issue.